Manufacturer narrative:
Correction information: b4: date of this report - updated. B4: the date of this report was incorrectly documented as 08-mar-2026. The correct date is 09-mar-2026. G6: follow-up #: 1. H2: if follow-up, what type? - updated. No other information in this report has been changed.

Event description:
On 25-feb-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cm, serial number (B)(6) in germany within the emea region. After an endoscopic procedure, the illumination lenses of the endoscope were found to be significantly crusted and extremely hot. It was reported that the low light mode of the processor had not been used during the procedure. A nurse reported sustaining a burn injury to a finger caused by contact with the endoscope. This event occurred after use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA; therefore the PMA/510(k) number is not applicable. H6: continued: health effect - clinical code: 1757 burn(s). Health effect - impact code: 4619 temporary impairment. Medical device problem code: 3022 temperature problem. Component code: 866 lenses. Type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available. Additional information: this case was initially submitted as a pentax medical video processor report against model epk-i8020c, serial number (B)(6) by the customer. However, since it was determined to involve specifically the endoscope, the MDR will address the endoscope investigation and findings. The above video processor was not directly related to the user burn, and the procedure was completed successfully, therefore no report will be submitted against the video processor. For this report, the manufacturer collaborated with pentax medical emea and obtained additional information through a good faith effort (gfe) response received by email on 03-mar-2026. According to the information provided by the user facility, the reported burn resulted in redness only. No medical consultation was required and no medical treatment, including application of medication, was performed. Regarding the circumstances of the occurrence, it was confirmed that the user accidentally touched the distal end of the device while attempting to wipe it with gauze. It was also confirmed that the user did not rub the distal end directly with a finger. It could not be confirmed whether the device was being cleaned while the lamp was still on. The IFU includes warnings regarding the potential temperature increase at the distal end and the associated risk of burns. At this time, a causal relationship between the reported event and the device has not been established. No device malfunction has been identified. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
H6: continued: health effect - clinical code: 1757 burn(s). Health effect - impact code: 4619 temporary impairment. Medical device problem code: 3022 temperature problem. Component code: 866 lenses. Type of investigation: 4110 trend analysis, 4111 communication/interviews, 3331 analysis of production records. Investigation findings: 4248 usage problem identified. Investigation conclusions: 19 cause traced to user. Correction information b4: date of this report - updated. G6: follow-up #: 2. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions updated. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a burn on the fingertip. No serious injury or permanent impairment was reported. Based on the investigation, it was considered that the user touched the high-temperature distal end of the endoscope without following the IFU. The distal end of the endoscope may become hot due to the emission of illumination light, posing a risk of burns. This risk is described as a warning in the IFU. In this case, it was determined that the user touched the distal end of the endoscope for cleaning purposes without following the warning provided in the IFU. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 04-jul-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as 26-jul-2023. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.